Event description:
It was reported that the right ventricular lead had decreasing unipolar and bipolar impedances with low impedance demonstrated. Also, the unipolar impedance was greater than the bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.